Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported codes ¿stent deployed prematurely during use¿ and 'stent difficult/unable to transfer.

Event description:
It was reported that when physician was trying to advance subject stent through microcatheter, stent got stuck at the hub and got prematurely deployed in the microcatheter during use. So, it was removed, and procedure was completed successfully without any clinical consequences to the patient.

Event description:
It was reported that when physician was trying to advance subject stent through microcatheter, stent got stuck at the hub and got prematurely deployed in the microcatheter during use. So, it was removed, and procedure was completed successfully without any clinical consequences to the patient.